Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient reported that their stimulator was working until about 10 days ago. The patient initially stated that they met with a manufacturer's representative (rep) a couple weeks ago, and was reprogrammed and later stated that they called the rep about 10 days prior when their device stopped working. The patient stated that they think it was around monday the week prior to the call. The patient stated that they rep checked their device and everything seemed to be working properly. The rep adjusted the patient's stimulation and it felt great. The patient stated that the adjustments worked great for a few days, but they are in constant tremendous pain. The patient stated that they are very sick and in the hospital. The patient stated that the reason they are in the hospital is related to their stimulator. The patient said that the hospital thinks they may have been having a heart attack. The patient stated that the "indication resolved". The patient stated that while they have been in the hospital they found that their blood pressure was sky high. The patient had to cancel their appointment with the rep. The patient was redirected to talk with their healthcare provider (hcp) regarding the symptoms and programming. The rep was contacted and reached out to the patient. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the hcp indicated that the patient was in the hospital on (B)(6) 2018, but the hcp was not the patient's attending physician and was not sure on the patient's diagnosis. The patient had last been seen by the physician on record in (B)(6) of 2013 for trial stimulation, but the hcp indicated that the patient had called the hcp on (B)(6) 2018. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.